Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The endoscopy support specialist (ess) performed an on-site visit to the facility and confirmed the event. Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, it was noted that bedside precleaning was not being performed. Training was provide to customer on proper bedside precleaning procedures that to be carried out immediately post-procedure. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The instruction manual states the reprocessing method associated with the event in "chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hysterovideoscope bedside precleaning was not being performed. The customer was educated on proper bedside precleaning immediately post-procedure. The customer has plan in place to begin proper bedside precleaning per the instruction for use (IFU). There were no reports of patient harm.